Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the pt's esophagus but would not deploy from the delivery sys. The capsule did not remain attached to the esophagus and the deliver sys was removed from the pt with the capsule still attached to it. The physician attempted a second procedure with a new capsule and was successful. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is rec'd from the hcp.